Manufacturer narrative:
This report is submitted on 12 november 2019.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and was placed under general anaesthesia in order to undergo revision surgery. The implanted device remains.